Event description:
It was reported that the pt developed pain in right leg within the last three months. Pt described the pain as being in the front thigh area. Pt is also experiencing pain in his groin. Pt stated that he has had his blood work and x-rays done and the results are pending. Add'l info provided by the sales rep indicates that the surgeon did a revision on pt's right rejuvenate right hip because, pt was experiencing pain and pt had elevated cobalt levels and an MRI showed a pseudo tumor. The surgeon replaced pt's hip with an exeter stem, new liner and a femoral head.

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided in the supplemental report.